Manufacturer narrative:
(B)(4). The transmitter was unable to charge due to a damaged pin. The functional test could not be performed due to charge anomaly. The transmitter was received with contamination on all pins.

Event description:
Customer reported receiving sensor error alerts. She reported that when the transmitter was connected to the charger that it did not blink. She found no visible damage on the transmitter. A test plug procedure was performed and showed that the transmitter was not functioning. The blood glucose reading was 247 mg/dl. Nothing further was reported.